Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The lead was returned with the connector tool seated onto the lead¿s terminal pin with the fixation knob engaged. When the fixation knob was released, the lead moved due to the release of torque. Visual inspection noted that the lead body was twisted along its length. The lead electrode was intact and undamaged; the helix was slightly bent. The helix mechanism was tested and the helix was able to be extended and retracted without issue. Laboratory analysis was unable to confirm the reported field observations of perforation. The electrode end was intact and undamaged and the helix was still fully functional.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the patient experienced heart failure, electromechanical dissociation and hypotension. It was confirmed on fluoroscopy and double cardiac imaging that the lead had perforated the heart wall when it was being positioned. The rv lead was removed and cardiopulmonary resuscitation (CPR) was administered. After 20 minutes, the patient responded to the CPR and was transferred to the intensive care unit. No additional adverse patient effects were reported.